Event description:
Defibrillator pads were applied to the patient in anticipation of cardiac arrest. The pads were not utilized as the patient was transitioned to comfort cares. Upon removing the pads during postmortem care, the gel on the pads was noted to have rolled up and the pads were not fully adherent to the skin. Team will be sending back to mfg.